Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caregiver reported via phone call that the customer experienced hyperglycemia. Blood glucose level at the time of the incident was 400 mg/dl and customer's current blood glucose level was 175 mg/dl. Customer was using insulin pump within 48 hours of the reported event. The auto mode feature was active. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.